Event description:
It was reported that the pt experienced diaphragmatic stimulation caused by the atrial lead. The atrial lead exhibited loss of sensing. The lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.